Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer had issues with high blood glucose levels and excessive no delivery alarms. It was reported that the customer had blood glucose level of over 430mg/dl. It was reported that the customer believes it is an infusion set problem, and the levels seem to spike ever time the set is changed. It was reported that the issues were resolved after infusion set change. The customer was attempted to be reached for further information, but no contact was made and a voicemail was left.